Manufacturer narrative:
(B)(4). Lot number: the hospital indicated that the product in question was part number: 183642, lot number: 773930. However, this is not a valid part / lot combination. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a total knee arthroplasty, the surgeon noted that the label noted the wrong size of tibial insert. The surgeon used another tibial insert that was on hand. There was no delay or adverse effect to the patient.

Manufacturer narrative:
Follow up with the reporter revealed: "the label was correct. This issue was caused by sticking, (partly) removing and pasting over different labels in the hospital." This is supported by our internal investigation, which could not find the part/lot combination of 183642/773930. However, it was found that an order was manufactured in october 2018 for part number 183640 lot number 773930--this part/lot combination is the 10mm size. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.